Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a broken belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad with sticking buttons. The blood glucose reading was 200 mg/dl at the time of the issue. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. The customer also reported that the most recent blood glucose reading was 600 mg/dl and that now he was currently treating with manual injections. He advised that he felt better after taking a shot. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.